Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The level of harm was assessed for this reported event. No adverse health consequences; may result in annoyance to user or to patient, including the need to replace defective product prior to initial use was determined. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that bd safetyglide¿ needle leaked during use. The following information was provided by the initial reporter: material no: 305916, batch no: unknown. (Provided 6147521 or 6055988). It was reported that there was leaking from the hub where the needle attaches. Verbatim: leaking of liquid part of vaccine after applying 1" needle and attempting to inject same into powder component of vaccine. Leaking from hub where needle attaches resulting in wastage of vaccine dose.